Manufacturer narrative:
Date initial report sent: 11/09/2009.

Event description:
Procedure: gastric bypass. According to the report: the connector that holds suture into end of gastric tube came out and anvil was left behind in pt's esophagus. The procedure had to be converted to open in order to retrieve the anvil. Another orvil was opened to complete the case without incident. Or time was delayed 15-30 minutes.